Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with remote manager. The field service engineer found latch was not responding, cleaned contacts and connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with remote manager lock. The customer stated that the sf6icu smart emote manager latch does not unlock when prompt, delaying medications to patients had wiggle door to get latch to release, causes door to fail. There were no adverse events or injuries reported based on this event.